Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incision for the implantable cardiac monitor (icm) procedure never healed properly, and the icm began to migrate out of it. The icm was explanted. No further patient complications have been reported as a result of this event.